Manufacturer narrative:
Upon receipt of the pump, reservoir, and cylinders of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and performed within specification. The ams700 inflatable penile prosthesis (ipp) spherical reservoir was visually inspected, leak tested, and examined using a microscope; no visual damages were found upon inspection. The reservoir passed the leak test performed. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, and examined using a microscope. Cylinder 1 had a hole with a fluid leak in the middle from a sharp instrument. Cylinder 2 had no visual damages or fluid leaks were found upon inspection. Product analysis was unable to identify device malfunction with the returned device. The evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that the product operates as intended with no issues. Based on the information available and analysis results, analysis was unable to confirm the reported clinical observation of a pump issue.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced as when the pump was pressed it was squeezed (dimpled). No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced as when the pump was pressed it was squeezed (dimpled). No patient complications were reported.